Event description:
It was reported that during a cast removal the blade unexpectedly ejected off the cutter. There were no adverse consequences and no medical intervention required. There was a 5 minute delay in the procedure.